Event description:
It was reported that they could not see through it due to the scratch on the lens. No patient injury was reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that they could not see through the scope due to the scratches on the lens. A visual inspection was performed and showed the scope to have damaged negative lens with distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.